Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced inaccurate cgm values. The patient experienced being unwell, the cgm was reading 5.0 mmol/l, and the blood glucose reading was 2.0 mmol/l. The patient was treated by the parents with a glucagon injection and recovered after treatment. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.